Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) image was dark. (B)(6) contact info was given. The hospital did not report any patient effects. Event date is unknown

Manufacturer narrative:
(B)(4). Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was not reviewed because the device was out of warranty period.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) image was dark. Schoelly imaging repair contact info was given. The hospital did not report any patient effects. Event date is unknown.